Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported via the manufacturer representative that the patient had frustration with recharging and was going to have the implant replaced with a non-rechargeable system from another manufacturer. The hcp stated that the original implanting physician had placed the stimulator too deep. It was unknown if there were any external or patient factors that contributed to the issue. Surgery was scheduled for (B)(6) 2021 and the issue was not resolved at the time of the report.